Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels of 44 mg/dl. Cause was not known. Reportedly, the customer declined to provide further information and it is unknown how the bg was addressed. Recommendation was made to consult with a healthcare provider regarding diabetes management. No additional event or patient information was available.